Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump was less responsive also was harder to press and sometimes they had to press it twice. The customer blood glucose level was unknown. Customer also stated that cracks was seen in casing down by the battery area and at the top of the right hand of screen and on reservoir. Customer also stated that insulin pump slower and louder during the rewind. The device will not be returned for analysis.